Event description:
MFR representative reported that the implantable cardiac defibrillator, with a battery voltage of 2.85v, had a charge time of 27.5 seconds. The physician was concerned because the pt could not tolerate a charge time that long would become syncopal by this time. The capacitors are being reformed every three months. The representative was instructed by technical services to perform a couple of manual capacitor reforms and note the charge times. If the charge times did not improve to within the limits of this pt's tolerance, the physician should electively replace the device. The pt was monitored for two weeks with no improvements in charge times. The device was explanted.